Event description:
No blood glucose levels reported. The mother of the customer reported that the insulin pump only has a partial display. It was reported that there was a pixilated circle on the display of the insulin pump. The battery of the insulin pump was reinstalled to no avail. The mother of the customer was advised to call again once she was in possession of the insulin pump in order to complete troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)